Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 504 mg/dl with a trace of ketones; cause was not known. Customer delivered correction bolus, changed the cartridge twice and changed infusion set site to address bg. Customer disconnected from pump and injection via insulin pen was used. Pump system check with customer found the pump to be functioning as intended. Recommendation was made for customer to discussed event with their healthcare provider.